Event description:
Device 1 of 2, reference MFR report: 3006705815-2018-00248.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-00248. It was reported the patient was unable to adjust/increase the scs system's stimulation therapy. A company representative met with the patient and noted both of the patient's leads had zero contacts available. Troubleshooting showed high impedance at all lead contacts. The patient stated she fell shortly after implant but did not notice any system changes until the fall of 2017. Follow up identified x-ray taken showed the lead on the left appeared bent at the anchor. In addition, both leads had pulled down half a vertebral body. The physician replaced both leads. The patient was programmed postoperatively and the patient reported receiving relief.